Event description:
The iab was inserted into the pt on 12/27/96. After iabp for about twelve hrs, blood was noted in the inner lumen and the iab was removed. No second was inserted into the pt. Event complications: none from the event - rpt'd 1/31/97, 4/4/97. Pt current status: stable - rpt'd 1/31/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.